Event description:
It was reported that during a prophylactic replacement surgery, the surgeon found a crack in the inner and outer lead insulation tubing. The surgeon did not know or have suspicions for the cause of the cracked tubing. Pre-operative and intra-operative diagnostic results showed lead impedance within normal limits . The surgeon elected to replace the lead during the procedure. In the process of removing the faulty lead, the surgeon cut up the lead and indicated it will not be returned for analysis. The explanted lead is not available for return and analysis. No additional relevant information has been received to date.